Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the site could work fine with the psm 3.

Event description:
It was reported that during a da vinci-assisted tongue base resection-benign surgical procedure, the customer contacted intuitive surgical, inc. (Isi) technical service engineer (tse) and reported that an instrument installed on one of the patient side manipulator (psm) did not move properly along the insertion axis and could not be controlled by the surgeon during a procedure. The users attempted to reinstall and replace the instrument, but the issue persisted. When the instrument was installed on a different psm, normal function was restored, and the surgery was able to resume. All arms were required for an upcoming procedure. The troubleshooting included checking event logs, although the system could not be restarted during the call, and no conclusive information was found. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: it seemed like the instrument was stuck inside the insertion and couldn't be moved at all while it was installed on the psm#3. We struggled pulling it out of the insertion and putting it down, manually (it didn't go down with a smooth movement at all). The instrument didn't move at all, not reversed nor uncontrolled. We changed the sleeve, but that didn't make any difference. We put the same instrument in the psm#2, and it all worked just fine. The customer started off counterclockwise, using the psm on the right from the camera (as shown in the photos) - as far as the initial reporter could see, that was number one. The customer then swapped over and used the psm number two instead. The customer already had the last psm, to the left from the camera, in use.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse could not replicate the reported issues. The fse used training instruments on the reported faulty patient side manipulator (psm) #1 and #3 and there were no failures during the system evaluation. The system was tested and verified as ready for use. While a definitive root cause cannot be established since the reported complaint was not replicated during the fse evaluation, a common root cause for this failure can be attributed to instrument setup issues on sterile adapters and/or incorrect arm draping.